Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Product event summary - (B)(4) - the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) epi lead had high impedance and no capture. The lead had a possible fracture. The physician cut the lead when trying to replace it. Three additional leads were attempted, but none were used as they could not be effectively placed with adequate thresholds. The lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.